Manufacturer narrative:
Field change: d4, h6, h10. 72404155; 679921003; reservoir 65 ml pc/iz..

Event description:
It was reported that the patient ams 700 inflatable penile prosthesis was not working due to a fluid leak from the cylinder tubing. All components were removed and replaced. The patient outcome was good.

Manufacturer narrative:
Field change: h3,h6,h10. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Leaks were identified in the cylinder body of both cylinders attributed to input tube wear with avulsion, along with broken fabric threads. Visual inspection of the ms pump identified a leak in the pump krt, just distal of the pump strain relief krt cylinder junction that was a result of sharp instrument damage consistent with explant damage. This damage was considered a secondary failure. The pump could not be functionally tested due to contamination present. Product analysis concluded the identified leaks confirm the report of a cylinder tubing leak. The product analysis results and event report provided no objective evidence that would warrant further escalation. 72404155. 679921003. Reservoir 65 ml pc/iz.

Event description:
It was reported that the patient ams 700 inflatable penile prosthesis was not working due to a fluid leak from the cylinder tubing. All components were removed and replaced. The patient outcome was good.

Event description:
It was reported that the patient ams 700 inflatable penile prosthesis was not working due to a fluid leak from the cylinder tubing. All components were removed and replaced. The patient outcome was good.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Leaks were identified in the cylinder body of both cylinders attributed to input tube wear with avulsion, along with broken fabric threads. Visual inspection of the ms pump identified a leak in the pump krt, just distal of the pump strain relief krt cylinder junction that was a result of sharp instrument damage consistent with explant damage. This damage was considered a secondary failure. The pump could not be functionally tested due to contamination present. Product analysis concluded the identified leaks confirm the report of a cylinder tubing leak. The product analysis results and event report provided no objective evidence that would warrant further escalation. Reservoir analysis: the complaint component was returned and analyzed, and the reported allegation of a cylinder leak against the reservoir could not be confirmed. The reservoir performed within specification, there was no malfunction found in the reservoir.

Event description:
It was reported that the patient's ams 700 inflatable penile prosthesis was not working due to a fluid leak from the cylinder tubing. All components were removed and replaced. The patient outcome was good.